Event description:
The consumer called into customer care to report he is getting results of '18' and '17' and the consumer stated he is aware that the meter does not read below 20 mg/dl. It was discovered during troubleshooting that the consumer's blood glucose meter is missing the last digit in the lcd screen. The meter in question will be returned for evaluation.

Manufacturer narrative:
The meter will be returned for evaluation. Test strip lot #: 1020214204; expiration date: 07/2016. Control solution lot # none.